Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located under the sensor patch and was described as irritated, red, and bumpy. The affected area was treated with steroid cream, triamcinolone .5% that was prescribed on (B)(6) 2016 for a previous reaction. At the time of contact, the patient's mother stated that the skin reaction subsided after three days. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly. Labeling indicates: the dexcom system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes